Event description:
It was reported that the bd alaris pump module infusion set had leakage. The following information was provided by the initial reporter: their bonded texium dedicated alaris tubing sets continue to leak chemo during administration.

Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
H10: it was reported by customer that alaris tubing sets continue to leak chemo during administration. One sample of product 22600-0007t was submitted for quality evaluation. The sample was primed and a sample bd smartsite was connected to the texium connector of the sample. The sample was placed in an alaris pump and the infusion set was allowed to flow at a rate of 125 ml/hr for 1 hour in order to determine if leakage would start to show between the texium connector and the bd smartsite. Leakage was identified at the connection location between the texium connector and the bd smartsite. The customer complaint of leakage was confirmed. A trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type.

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.